Event description:
The "cath fault" alarm sounded from the pump and the iab would not inflate. The iab was removed and another was inserted into the pt. On 4/11/97, the following was rpt'd to datascope: the dr was unable to insert the iab into the pt. Event complications: unk - rpt'd 3/18/97; none - rpt'd 4/11/97. Pt current status: d.n.r. - rpt'd 4/11/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab. The iab was returned with the sheath in place over the catheter tubing. Kinks were noted in the sheath along its entire length. Kinks observed in the inner lumen, catheter tubing, or sheath are noted by a "/" on the attached datascope's mfg specifications. The unfolded membrane appeared normal under room light and polarized light. Probable cause of difficulty: in general, difficulty advancing the iab or sheath into the pt or advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. It was only rpt'd that difficulty was encountered advancing the balloon through the sheath. The condition of the sheath does support the rpt'd difficulty.